Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown screw, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Prospective randomized clinical trial comparing bite force in 2-mm locking plates versus 2-mm standard plates in treatment of mandibular fractures mohit agarwal,shadab mohammad, rakesh k. Singh,and vibha singh. 2011 american association of oral and maxillofacial surgeons, j oral maxillofac surg 69:1995-2000, 2011. The purpose of the study was to compare the efficacy of the 2-mm locking mini plates to 2-mm standard mini plates in the osteosynthesis of mandibular fractures on the basis of clinical parameters and bite force recording. A total of 20 patients with 32 fractures met the inclusion criteria. In our study, a statistically significant difference was not found in the clinical parameters such as pain, swelling, infection, paresthesia,hardware failure, and mobility between the fracture segments. A statistically significant difference was found between the change in bite force from the previous follow-up visit in groups 1 and 2. The conclusion provided findings that showed that the use of locking mini plates plate in mandibular fracture was efficacious enough to bear the masticatory loads during osteosynthesis of the fracture. The locking mini plates provide the advantage of a greater bite force, with clinical results almost similar to those seen with nonlocking mini plate osteosynthesis. This report is on an unknown screw. This report is 2 of 2 for complaint (B)(4).